Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The physician discarded the device. Conclusion: without the serial number of the product no device history could be pulled and reviewed. If additional information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that immediately after coming off bypass from the implant of this pulmonary-valved conduit, the valve was found to have regurgitation, the physician felt the conduit was too long and compressed. The valve was explanted and replaced with another 13mm pulmonary homograft. No adverse patient effects were reported, and patient is doing well. The device will not be returned for analysis it was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.